Manufacturer narrative:
Block b3: exact date unknown, event occurred three years ago from the date the manufacturer was made aware. D6b: explant date: three years ago, from the aware date. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 7073104/7073773. UDI: (B)(4).

Event description:
It was reported that all components were explanted due to loss and inadequate stimulation. No further information has been obtained despite good faith efforts.